Event description:
It was reported that during set up, while training, the home patient (hp) noticed a back spot on the heater line of the automated peritoneal dialysis set with cassette before it was used. The nurse, that was giving the training, instructed the hp to use a new cassette. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection found extrusion pin build-up in the heater line. The reported issue was confirmed. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.